Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Additional, changed, and/or corrected data: a4, b5, b6, d6b, g1, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation and exchange of textured breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white calcification in the shell, crease fold, wear abrasion and opening curved on posterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange of textured breast implant due to the patient¿s concern with the product. Device remains implanted.